Event description:
While verifying instrument repairs on a unicel dxc 800 pro synchron system, a beckman coulter (bec) field service engineer (fse) discovered the modular chemistry (mc) sample probe collar wash valve failed to vacuum fluid from the mc sample probe, resulting in a leak at the mc sample probe. The instrument repairs were unrelated to the leaking sample probe. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The fse wore a lab coat and gloves while servicing and operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument. The fse determined the modular chemistry sample probe collar wash valve failed, resulting in a leak. The fse replaced the collar wash valve to resolve the leak. The beckman coulter internal identifier for this report is (B)(4).